Event description:
Per the audiologist, the patient fell from a chair and hit his head. Reportedly he heard a "buzzing" noise for about 30 seconds and then had no auditory perception. Exchanging the external equipment did not solve the problem. Results of an integrity test done in 2008, showed the implant was not functioning properly. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on june 27, 2008.